Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens with -13.0 diopter, in the patient's right eye (od) on (B)(6) 2013. Low vault was observed on (B)(6) 2014 and the lens was exchanged for a longer len on (B)(6) 2015. This resolved the problem. Patient's last ucva was 20/13.